Event description:
A customer reported that the touchscreen of their pump was shattered and unresponsive after hitting the edge of a counter. As a result, the customer¿s blood glucose level was reported as "high," but the specific value was unknown, and they managed it with a correction injection via multiple daily injections (mdi). The customer reverted to manual injections for insulin therapy.